Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed insulin and infusion sets, but occlusion recurred. Customer reverted to manual insulin therapy. Customer's blood glucose was 333 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to manual insulin therapy. Customer's blood glucose was 333 mg/dl.